Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip was returned for product evaluation. The severed hemostasis sheath was returned mated with the carrier tube assembly along with a header bag. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve of the device was in full rear lock position with colored bands fully exposed. The tip portion of the hemostasis sheath was cut, and the tip of carrier tube was exposed from cut portion of the sheath. A partially tamped collagen and anchor were found attached to the suture and the tamper tube was completely released from the carrier tube assembly. No other visual anomalies were noted with the device. No functional testing was possible since the state of the returned device was in a deployed state and the mutilated condition of the returned device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that an obstruction to the anchor posting to the distal tip by artery rear wall due to over insertion or other factors extraneous to the device may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal anchor did not deploy during use. The physician removed the device then cut into the sheath to inspect and verify that components were not left in the body. Visual inspection of the device confirmed there were components left in the patient. There was no patient injury/medical or surgical intervention required. Additional information was received on 12aug2020. The procedure performed was a diagnostic renal angiogram using a 6fr procedural sheath. A pre-deployment angiogram was performed. After the initial insertion nothing deployed, nor was the string available. The patient was in stable condition and the procedure was a success. The blood loss was minimal. Hemostasis was achieved by manual pressure.